Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The f-50 alarm was identified during functional testing. The cause of the condition was determined to be a damaged central processing unit board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-50 alarm. No additional information is available.